Event description:
Reporter indicated that vns pt was hospitalized due to an infection. Reporter also stated that the pt has poor hygiene which likely attributed to the infection. Infection was treated with IV antibiotics.